Manufacturer narrative:
H3: analysis of the implantable intrathecal catheter ((B)(6)) found a hole/tear in the catheter body, caused by the catheter connector pin; and coring/tears/cuts in the seal of the sc connector, which leaked during testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2020, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the issue was resolved by replacing the catheter. The therapy was reported to be good. The catheter was sent back for analysis on 2020-jun-15.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 17-dec-2009, UDI#: (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2020, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 2000 mcg/ml of gablofen at around 1,125 mcg/day via an implantable pump for intractable spasticity. On (B)(6) 2020, it was reported that the patient had not been great therapy beginning at an unknown date. The patient's dose had been gradually increased as a result and, by the end, the patient's dose was about 1,125 mcg/day. The patient's managing physician decided to proceed with a catheter revision on (B)(6) 2020. On the day of the revision, they attempted to aspirate from the catheter access port (cap) and were not successful. They opened the patient's back and discovered that the patient's catheter was severed at the anchor site. The hcp did not want to dissect out the distal portion and left it in the patient's spine. A new pump and catheter were then implanted. The rep confirmed that there were no issues with the pump but, since it was close enough to the pump's elective replacement indicator (eri), they thought they should just minimize the number of surgeries that the patient was going to have. The rep was returning the pump portion of the catheter for analysis. No further complications were reported.